Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had noise and the patient was feeling poorly. No indication of intervention was given.

Manufacturer narrative:
(B)(6) 2017 - this lead was capped on 6/29/17. A fracture was confirmed by x-ray.

Manufacturer narrative:
(B)(4) 2017 - the model number has been corrected.